Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in both untreated episodes and an inappropriate shock. Noise was able to be reproduced on both the primary and alternate vectors. X-rays were completed and determined there was no indication of electrode integrity deficiency nor sub optimal placement. The device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No additional adverse patient effects were reported.